Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having emergency backup battery (ebb) faults, and when connecting to the monitor, driveline communication faults were observed. Log files were submitted for analysis which captured a driveline comm fault associated with an (f19) com_a_fault controller fault flag on (B)(6) 2026 at 20:48:01. Motor function was not affected by this event. It was recommended that the modular cable and system controller be replaced and to continue to monitor for unusual events. It was also noted that an ebb fault was recorded which was the result of the ebb failing the load test. The controller was exchanged which resolved the ebb and communication faults. Additional log files were submitted for review after the exchange which showed no unusual events, nor did the modular cable connector on the driveline appear to show signs of obstruction.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms on the system controller (serial number: hsc-141632) was confirmed via log file analysis. The reported event of a driveline communication fault alarm was determined to be due to damage on the modular cable. Data was reviewed in the submitted and downloaded log files from the reported event dates of 17jan2026 ¿ 20jan2026. The controller periodic log file captured a backup battery fault alarm activating on (B)(6) 2026, due to the backup battery not passing its load test. The onset of the alarm was not captured, so the exact cause of the backup battery not passing its load test could not be determined. The log files showed the reported controller and modular cable exchange on (B)(6) 2026. The backup battery fault alarm did not prevent the pump from operating as intended, and the controller was able to support the system as intended while the driveline was connected. The system controller returned for analysis and passed all functional testing without issue. The system controller was connected to a mock circulatory loop and ran for an extended period of time without issue or alarm. Damage to the underlying wire on the modular cable responsible for the communication a signal was found and was determined to be the root cause of the driveline communication fault. The backup battery load test was initiated several times during testing, and the alarm was not able to be reproduced. Provided information indicated that the system controller and modular cable were exchanged, resolving the alarm. The driveline communication fault alarms were determined to not be correlated to an issue with the system controller. The root cause of the backup battery fault alarms was not able to be determined via this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbooks caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline or system controller power cables, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline and system controller power cables daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline or system controller is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline and system controller power cables in sub-sections entitled "what not to do: driveline and cables." The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and found no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.